Event description:
It was reported that customer experienced cgm error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, was guided through pump reset, and error did not recur, and customer successfully started new sensor session; no additional actions were reported.